Event description:
Additional information received indicated this event did not occur while pump was in use. No patient was involved.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the right plunger case, and the bottom case was cracked. A review of the event history log (ehl) identified motor not running and motor rate error. During the functional testing the reported issue was able to be duplicated. A combination of motor assembly, worm gear, lead screw and clutch halves were found old, dirty, and worn out due to normal wear. The root cause of the issue was due to normal wear as the pump was over 15 years old. Replaced motor assembly (stepper motor included), worm gear, lead screw and clutch halves. Performed preventative maintenance and all functional testing.

Event description:
Information was received indicating that this smiths medical medfusion 3500 pump exhibited motor not running alarm. No adverse effects reported.